Manufacturer narrative:
The distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was removed during a cardiac system upgrade procedure. The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.